Event description:
Boston scientific received information that during a follow up visit, interrogation of this device revealed end of life status had been reached approximately (B)(6) earlier and was pacing in vvir pacing mode. There was concern that the battery had depleted more rapidly than expected. The patient with this device is pacemaker dependent, but had not attended routine follow up visits. No pacing inhibition or syncope was reported. The device was removed and replaced without any issues. No return of product is intended as the device remains with the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no return of product is intended, boston scientific cannot confirm nor deny this reported clinical allegation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.